Event description:
During percutaneous coronary intervention the guide catheter broke off in the body. Interventional radiology was consulted and assisted in retrieving the guide with a snare. Nothing was retained in the body. No harm to the patient.